Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable device. The indications for use were non-malignant pain and failed back surgery syndrome. The patient was having an MRI. Per the healthcare provider the patient was very vague and only states "they think it's malfunctioning". The healthcare provider couldn't get any more details than that from the patient and stated the patient was not a wealth of info and even stated she did not have an implanted device when asked. On 6/30/2016 information was received from another healthcare provider who indicated that the patient had seen another physician who told the patient about the malfunction. The patient experienced no pain control as before. On 7/11/2016 information received from the healthcare provider stated that the patient reported worsening pain over the last six days. In clarification in regards to the malfunction, the healthcare provider stated no delivery of drug on isotope testing, no flow of csf with side port tap. The results of the MRI were not yet done. The patient was deciding if they wanted to have the pump and catheter replaced. The cause of the malfunction was not determined and has not resolved.

Event description:
Additional information was received from a healthcare provider (hcp). The patient first started experiencing the malfunction in (B)(6) 2016 and the pump was near eri. The hcp had not seen the MRI results as they were ordered by another provider. The cause of the malfunction was not yet determined. The malfunction was not yet resolved and they were trying oral medication.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8578, serial # (B)(4), product type catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
Additional information was reported by the company representative on 2016-nov-14. It was reported that the pump was removed due to normal battery depletion and to avoid in-vivo battery depletion. The patient recovered without sequela and there was no patient injury. It was also noted that no rotor study or dye study had been performed.

Manufacturer narrative:
The device was delivering intrathecal fentanyl 500.0 ug/ml at 55.08 ug/day. Catheter 8578 ((B)(4)) was returned, and analysis found no significant anomaly; coring-tears-cuts in the seal (no leak seen in lab and no leak allegation). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8578 lot# serial# (B)(4) product type catheter. Product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2010 product type catheter product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2008 product type catheter . Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 2013-10-27 UDI#: (B)(4), product ID: 8709sc, serial/lot #: (B)(4), ubd: 2011-04-14 UDI#: (B)(4), product ID: 8709sc, serial/lot #: (B)(4), ubd: 2009-10-23 UDI#: (B)(4). The previously applied method code 26, 37, and 38 are no longer applicable. The previously applied conclusion codes 92 and 71 were replaced with 67. The previously applied device code c63299 was replaced with c63075. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the patient previously had an MRI (magnetic resonance imaging) and a company representative came out to check the pump after the scan was completed. The pump was noted as having resumed normal function after the MRI was completed. It was further reported that they did an MRI three years ago and the hcp saw herniated discs. The patient was to have another MRI on (B)(6) 2019 and they were calling to get a company representative to come out to check their current pump after the MRI is completed. It was further noted that the MRI facility wanted the patient to facilitate a meeting a company representative and that it had only taken approximately 2 to 5 minutes to have the pump checked by a company representative previously. It was clarified that the previous MRI and upcoming MRI was not related to the pump and that it was because she has herniated discs. The patient did not know when the herniated discs occurred but indicated that they performed the MRI three years ago and the hcp saw herniated discs. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.